Event description:
Rptr complains of failing implants, contractures, atypical connective tissue disorder, neuritis, neurological disorder, rhematological problems, "stomach", esophagitis, "mental", & seizures. Her 17-yr-old son has seizures (grandmal) allergies, lesions on the brain, mentoal bipolar, "rheumatological neurological & cephalgia in her 8-yr-old daughter", "rheumatalogical", allergies & stomach aches. They all have deformities & growths.